Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of device and perforation of the uterus/perforation(uterus)") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included overweight, adenomyosis and nabothian cyst. Concomitant products included betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral) from (B)(6) 2016 to (B)(6) 2016 and calcium carbonate (calcium al) from (B)(6) 2016to (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"), 8 years 6 months after insertion of essure. In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), pelvic pain ("persistent pelvic pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurrent utis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), weight fluctuation ("weight gain /loss specify which one") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes describe: fluctuations") and weight increased ("weight gain"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (complete hysterectomy to remove the coils, salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, allergy to metals and fatigue had resolved and the menstrual disorder, hormone level abnormal, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, weight fluctuation, alopecia, weight increased and anxiety outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Most recent follow-up information incorporated above includes: on 31-jan-2019: new pfs received. New event- psychological or psychiatric problems condition: anxiety added. Onset dates for events updated. Concomitant and treatment medication added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of device and perforation of the uterus") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included overweight, adenomyosis and nabothian cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), pelvic pain ("persistent pelvic pain"), hormone level abnormal ("hormonal changes describe: fluctuations"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurrent utis"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), weight fluctuation ("weight gain /loss specify which one") and alopecia ("hair loss"). The patient was treated with surgery (complete hysterectomy to remove the coils). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menstrual disorder, pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, weight fluctuation and alopecia outcome was unknown and the allergy to metals and fatigue had resolved. The reporter considered allergy to metals, alopecia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Most recent follow-up information incorporated above includes: on 31-jul-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, urinary tract infection, depression, bladder disorder, urinary tract disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight fluctuation, alopecia, hormone level abnormal, device monitoring procedure not performed, reporter, patient demographic information, product stop date, concomitant diseases added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of device and perforation of the uterus") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included overweight, adenomyosis and nabothian cyst. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 8 years 6 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), pelvic pain ("persistent pelvic pain"), hormone level abnormal ("hormonal changes describe: fluctuations"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurrent utis"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), weight fluctuation ("weight gain /loss specify which one"), alopecia ("hair loss") and weight increased ("weight gain"). The patient was treated with surgery (complete hysterectomy to remove the coils, salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menstrual disorder, hormone level abnormal, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, weight fluctuation, alopecia and weight increased outcome was unknown and the pelvic pain, allergy to metals and fatigue had resolved. The reporter considered allergy to metals, alopecia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Most recent follow-up information incorporated above includes: on 6-nov-2018: new pfs received- new event weight gain was added. Outcome of event pain was updated from unknown to recovered/resolved . Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of device and perforation of the uterus/perforation(uterus)') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included overweight, adenomyosis and nabothian cyst. Concomitant products included betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral) from (B)(6) 2016 to (B)(6) 2016 and calcium carbonate (calcium al) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"), 10 years 6 months after insertion of essure. In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), pelvic pain ("persistent pelvic pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurrent utis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), weight fluctuation ("weight gain /loss specify which one") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes describe: fluctuations") and weight increased ("weight gain"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (complete hysterectomy to remove the coils, salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals and fatigue had resolved and the menstrual disorder, hormone level abnormal, urinary tract infection, depression, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, weight fluctuation, alopecia, weight increased and anxiety outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted : date(s) of insertion: 01jan2006 patient received treatment for: pain , abnormal bleeding, allergic reaction. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event: outcome were updated to recovered: abnormal bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of device and perforation of the uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and pelvic pain ("persistent pelvic pain"). The patient was treated with surgery (complete hysterectomy to remove the coils). Essure was removed. At the time of the report, the uterine perforation, menstrual disorder and pelvic pain outcome was unknown. The reporter considered menstrual disorder, pelvic pain and uterine perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.